Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 145 mg/dl. Upon troubleshooting, it was found that insulin did exit during a fixed prime and the device alarmed no delivery. Advised the customer to remove the reservoir, disconnect, and reconnect the reservoir and infusion set at the tubing connector, then push insulin slowly through the tubing. The customer stated that insulin exited, but that there was greater than normal resistance when attempting the plunger push. Advised that the alarm was caused by the infusion set-reservoir connection. Advised the customer to change the infusion set and reservoir and return the reservoir for analysis. Nothing further reported.